Manufacturer narrative:
Batch review performed on (B)(6) 2023. Lot 185614: (B)(4) items manufactured and released on 26-sep-2018. Expiration date: 2023-09-16. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 3 years 7 months after the primary, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert (10mm to 12 mm) and the surgery was completed successfully.